Manufacturer narrative:
Sientra complaint #:(B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side MRI indicated rupture.

Event description:
Right-side MRI indicated rupture and right-side capsular contracture, baker grade unknown.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned back intact and functional and upon initial observation found to have light yellowing. The device weighed 417.6 grams. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.